Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("severe menstrual bleeding") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (complete hysterectomy to remove the essure device). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain lower, menorrhagia and dysmenorrhoea was resolving. The reporter considered abdominal pain lower, dysmenorrhoea and menorrhagia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of abdominal pain lower ("severe lower abdomonla pain") and genital haemorrhage ("abnormal bleeding (general)") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 6 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("severe menstrual bleeding/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). On an unknown date, the patient experienced the first episode of abdominal pain lower (seriousness criteria medically significant and intervention required) and the second episode of abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (complete hysterectomy to remove the essure device). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, dyspareunia and the last episode of abdominal pain lower outcome was unknown, the menorrhagia and dysmenorrhoea was resolving and the pelvic pain had resolved. The reporter considered cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. Most recent follow-up information incorporated above includes: on 27-jul-2018: pfs received - outcome for the event pelvic pain was added as recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of abdominal pain lower ("severe lower abdomonla pain") and genital haemorrhage ("abnormal bleeding (general)") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 6 months after insertion of essure, the patient experienced menorrhagia ("severe menstrual bleeding/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). On an unknown date, the patient experienced the first episode of abdominal pain lower (seriousness criteria medically significant and intervention required) and the second episode of abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (complete hysterectomy to remove the essure device). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia and dysmenorrhoea was resolving and the genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, dyspareunia, pelvic pain and the last episode of abdominal pain lower outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Laboratory result was added. Update suspect drug indication. On (B)(6) 2012, she implanted essure (previously reported as (B)(6) 2012). Added event abnormal bleeding (general), abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: bladder/urinary tract, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain and lower abdominal pain. Updated events. On (B)(6) 2014, she explanted essure (previously reported as (B)(6) 2013). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('severe menstrual bleeding/ abnormal bleeding (menorrhagia)') and multiple episodes of abdominal pain lower ('lower abdominal pain', 'severe lower abdomonla pain') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2012, her healthcare provider tell you about your results. It was in pace and would be effective. Date- (B)(6) 2012: result- coils in place. Previously administered products included for birth control: yasmin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"), 6 months after insertion of essure. On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). On an unknown date, the patient experienced the first episode of abdominal pain lower (seriousness criteria medically significant and intervention required) and the second episode of abdominal pain lower ("lower abdominal pain"). The patient was treated with ibuprofen and surgery (ablation and complete hysterectomy to remove the essure device). Essure was removed on (B)(6) 2014. At the time of the report, the heavy menstrual bleeding and dysmenorrhoea was resolving, the genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, dyspareunia and the last episode of abdominal pain lower outcome was unknown and the pelvic pain had resolved. The reporter considered cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary tract infection, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: implant state was il. Removal date was (B)(6) 2014 (discrepancy noted, previously it was reported as (B)(6) 2014). Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('severe menstrual bleeding/ abnormal bleeding (menorrhagia)') and multiple episodes of abdominal pain lower ('lower abdominal pain', 'severe lower abdomonla pain') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2012, her healthcare provider tell you about your results. It was in pace and would be effective. Date- (B)(6) 2012: result- coils in place. Previously administered products included for birth control: yasmin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"), 6 months after insertion of essure. On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). On an unknown date, the patient experienced the first episode of abdominal pain lower (seriousness criteria medically significant and intervention required) and the second episode of abdominal pain lower ("lower abdominal pain"). The patient was treated with ibuprofen and surgery (ablation and complete hysterectomy to remove the essure device). Essure was removed on 2(B)(6) 2014. At the time of the report, the heavy menstrual bleeding and dysmenorrhoea was resolving, the genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, dyspareunia and the last episode of abdominal pain lower outcome was unknown and the pelvic pain had resolved. The reporter considered cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary tract infection, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: implant state was (B)(6). Removal date was (B)(6) 2014. (Discrepancy noted, previously it was reported as (B)(6) 2014). She did have scarring within the uterus that was broken with sounding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.